Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10846r21, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
It was reported that the physician was unable to aspirate out of the catheter access port. The patient was experiencing increased pain and was agitated. It was stated that the patient would be taken to the operating room to have the catheter replaced. The device system was used to deliver infumorph and clonidine. About one month later, it was reported that the catheter had been replaced. As of (B)(6), the patient was doing well.